Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed that the tip of the wire guide is damaged. The tip measures 8 em which is within manufacturing specification. There are some minor bends and coating damage at the distal end. The distal tip of the wire guide was damaged. The damage caused a protrusion from the distal tip. The coating at the tip was removed to examine the distal tip and it could be seen that is was assembled correctly. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include flushing the wire guide holder with 30 cc of sterile water prior to removing the wire guide from the holder, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide tip damage. The instructions for use for this product cautions the user that this product is compatible with non-metal tip devices. Use of the wire guide with metal tip devices may compromise the integrity of the wire guide. The reported observation can occur if the wire guide was used with an incompatible accessory device. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide tip damage. Prior to distribution, all tracer metro wire guide are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook tracer metro direct wire guide. The wire guide was put through a boston scientific catheter. Upon exiting the catheter it was then noted that there was a break in the coating on the wire guide, so that the core was exposed. No section of the device detached and became free inside the patient another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.